Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal, scratched lens, damaged battery compartment. Visual and functional tests confirmed the complaint. The root cause was a defective dso sensor. Replaced dso sensor, dso seal, lens, and battery compartment. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had "permanent downstream occlusion". There was unknown patient involvement.